Event description:
It was reported during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the tissue was sticking to the vessel sealer extend (vse) instrument while the surgeon was dissecting the fallopian tub. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting the tissue was sticking, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was reported that tissue was stuck on vse instrument's grips/etc. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.